Manufacturer narrative:
The investigation into the purge leak issue has been completed since the original report was filed. The medical center in the EU did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the purge leak was sidearm filter damage due to interaction with ipa. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Purge sidearm may have been damaged from alcoholic disinfectant. Purge sidearm bypass successfully performed and pump remained on for support without harm.